Event description:
Complainant alleged that while medics responded to a call for a pt in cardiac arrest. Electrode pads where placed onto the pt and the device failed to power on. The medic obtained another device, leaving the electrode pads on the pt, and attempted to plug the electrode pads to the second device, but the connector failed to plug into the cable, the medic obtained a second set of pads and continued to treat the pt. Complainant indicated that the pt subsequently expired.

Event description:
"Complainant alleged that while medics responded to a call for a pt in cardiac arrest. Electrode pads were placed onto the pt and the device was powered on however no prompts were heard. The medic then obtained another device, leaving the electrode pads on the pt, and attempted to plug the electrode pads to the second device, but the connector to plug into the cable. The medic obtained a second set of pads and continued to treat the pt. Complainant indicated that the pt subsequently expired."